Event description:
A consumer recently reported that his son was allegedly burned by a vaporizer at least six years ago, though it was never reported to us at that time. The consumer's father stated that the child tugged on the cord while left unattended, which caused the unit to fall, spilling hot water onto the child's face and eyes. Further, the consumer's father indicated that at the time of the incident, a liquid medication spilled into the child's eye. He is alleging that the child is now having issues with his eyesight, which he attributes in some form to this incident. Kaz USA, inc. Has requested that the product be returned for to our company for root cause analysis.